Event description:
The pt was implanted with a siltex becker on 10/10/96. Subsequently, the pt developed an infection and delayed wound healing in her left breast and the prosthesis was removed on 7/4/97. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.